Event description:
It was reported that intermittent occlusion alarms occurred. The customer experienced diabetic ketoacidosis and blood glucose (bg) level of "high", however, a specific value was not provided. The bg was addressed with a manual injection. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.